Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data. However, the device was put through extensive testing including bench handling, power cycling and defib/pacing functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.